Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the events are defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. It was reported that this 3.00 x 24mm synergy shield drug-eluting stent was successfully deployed with no reported device malfunction. While in the cardiac care unit, the patient condition worsened and they went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated immediately and continued, but the patient ultimately died. It is noted per the instructions for use (IFU) that the event of death is listed as a known adverse event associated with device use.

Event description:
It was reported that the patient died. The 90% stenosed target lesion was located in the highly calcified left anterior descending artery. A 3.00 x 24mm synergy shield drug-eluting stent was successfully deployed. While in the cardiac care unit, the patient condition worsened and they went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated immediately and continued, but the patient ultimately died. It was further reported that the left anterior descending artery was mildly tortuous and moderately calcified and that the official cause of death was cardiac arrest. No autopsy was performed.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. The 90% stenosed target lesion was located in the highly calcified left anterior descending artery. A 3.00 x 24mm synergy shield drug-eluting stent was successfully deployed. While in the cardiac care unit, the patient condition worsened and they went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated immediately and continued, but the patient ultimately died.